Manufacturer narrative:
(B)(4). Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the implant ((B)(4)) fractured inside of the patient's mouth. Part of the implant is still stuck in the patient's mouth.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer swissplus octagon implant was returned for inspection attached to an abutment. Visual inspection revealed that the device was fractured at the collar. The other portion of the implant was not returned for inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.